Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose of 536 mg/dl. He stated he thought he did not count his carbohydrates correctly. Customer also stated over the previous 2 months, he had one or two meter readings that were so high that the monitor could not read them. He stated this was partially due to him being sick. The customer also stated he had one or two infusion sets pull out when the tubing got caught. Customer declined to be transferred for further assistance.